Manufacturer narrative:
The device was returned with jam nut stuck. The nut was loosened and the device was fully functional. The investigation concluded that the root cause of the event was likely the surgical protocol was not followed as it clearly directs the surgeon to tighten the jam nut by turning it counter-clockwise as the male threads are reverse (left-hand thread). The surgeon likely turned the jam nut in the incorrect direction in attempt loosen the nut but instead further tightened the nut given the intended thread direction. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the nut of offset adaptor was too tight to use. The nut couldn't loose though doctor used wrench. Doctor used another one.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the nut of offset adaptor was too tight to use. The nut couldn't loose though doctor used wrench. Doctor used another one.